Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/17/2013 with the following findings: visual inspection of the pump showed some cosmetic defects including worn keypad and scratched lens. On startup, the display screen was dim and discolored. The pump cover was removed, the display screen was replaced with a test screen, and the test screen was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was faded, discolored and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.